Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.